Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a delay of critical therapy following an alarm condition. The customer contact reported on either (B)(6) 2011 or (B)(6) 2011 at an unspecified time, during the set up of an unspecified vasoactive medication the device did not "recognize the cassette." No specific programming parameters were provided. The nurse reported "there was a delay in getting the drug started which resulted in having to run fluid boluses to keep the bp up". Therapy was initiated using a replacement tubing set. The customer contact stated that the patient was "ok afterward." Though requested, the customer declined to provide additional information, including specific blood pressure measurements and whether therapy was initiated using the same device or a replacement device.